Manufacturer narrative:
H4: the lot was manufactured between september 7, 2023 - september 11, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic samples shows residual fluid inside the device bladder which suggests an under infusion may have occurred. Functional flow rate testing must be performed on the actual device to verify the accuracy of the fluid flow; though, this is not possible due to the lack of a physical sample. Therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient use. After being connected for over 48 hours, the pump had around 10% - 15% of volume remaining in the balloon. The device was filled with fluorouracil hs (accord) 1800mg and sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.